Event description:
Narrow, long "streamer-like" shreds of catheter were observed to have come off of the ureteral catheter during placement as it entered ureter meatus. Straight forceps used to retrieve shredded material.